Event description:
This is a report of a home patient (hp) who acquired peritonitis coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. On an unknown date in (B)(6) 2014, the patient experienced rebound peritonitis. The patient was treated with vancomyin intraperitoneally (2g for 3 doses and 1 g for 5 doses) gentamicin intraperitoneally (one dose each of 160mg, 38mg, 40mg), and augmentin by mouth (500mg daily for 2 weeks). Fifty-three days after onset of peritonitis, the patient was considered recovered. The cause of the event was unknown. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13i28056, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).